Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. All the buttons functioned properly and no button error alarm noted during testing. Analysis was unable to test for moisture damage on keypad traces due to pump was being held. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the insulin pump was dropped and got exposed to moisture. The customer's blood glucose was 39 mg/dl at the time of incident. The customer's blood glucose was 109 mg/dl at the time of call. The customer stated that they treated the high blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.